Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI# is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical (B)(6) study patient ID # (B)(6) reported stiffness and soreness through cervical spine and upper extremities as well as numbness and tingling in her upper extremities. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for this event, or whether or not there was any treatment for the event. There is no information to suggest a clear association between the reported event and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for this event, or whether or not there was any treatment for the event. There is no information to suggest a clear association between the reported event and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.